Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 434-600 mg/dl); ketones were present. Insulin injections were administered to address bg. Pump supplies were changed. Tandem technical support reviewed the alerts/alarms in the pump history and no issues were observed. Tandem clinical diabetes specialist discussed the elevated bg with the contact. The type of infusion set used was changed to address bg. Customer's healthcare provider also increased pump basal rate to address elevated bg.